Event description:
Healthcare professional reported left-side capsular contraction baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left-side capsular contraction baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed in the device. ¿ white particles observed in the surface on the shell no further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6